Manufacturer narrative:
A quote was provided to the customer, but they opted for maintenance elsewhere, and the equipment is currently functioning normally without harm to patients; since the customer didn't accept the service, and no final resolution was reached, the case was closed in the source system. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device was making an abnormal noise. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.